Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Section d4 (serial number) was updated from 0f6n0wk5h to 0f6n0wk8h. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received higher sensor scan results when compared to readings obtained on health care professional (hcp) meter. As a result, customer experienced a loss of consciousness overnight with "shaking", "cold sweats", and was unable to self-treat, and went to a clinic emergency room (ER). At the ER, a hcp performed a blood glucose measurement with result of 38 mg/dl, compared to a sensor result of 289 mg/dl, prior to providing third-party treatment of "glucose infusions" (types/doses unspecified) for a diagnosis of hypoglycemia. Hcp meter result(s) of 38 mg/dl and sensor scan result(s) of 289 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received higher sensor scan results when compared to readings obtained on health care professional (hcp) meter. As a result, customer experienced a loss of consciousness overnight with "shaking", "cold sweats", and was unable to self-treat, and went to a clinic emergency room (ER). At the ER, a hcp performed a blood glucose measurement with result of 38 mg/dl, compared to a sensor result of 289 mg/dl, prior to providing third-party treatment of "glucose infusions" (types/doses unspecified) for a diagnosis of hypoglycemia. Hcp meter result(s) of 38 mg/dl and sensor scan result(s) of 289 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.